Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected thyroid stimulating hormone result was obtained from a non-vitros mas quality control fluid processed using vitros immunodiagnostic products thyroid stimulating hormone (tsh) reagent lot: 7470 on two vitros xt7600 integrated systems. 76000742, obtained on (B)(6) 2025 mas l1 lot: oim2703 tsh result of 0.228 versus the expected result of 0.16 (peer mean) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros tsh result was from a non-patient fluid. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected thyroid stimulating hormone result was obtained from a non-vitros mas quality control fluid processed using vitros immunodiagnostic products thyroid stimulating hormone (tsh) reagent lot: 7470 on two vitros xt7600 integrated systems. A definitive assignable cause of the higher-than-expected result could not be determined with the information available. Vitros tsh lot: 7470 historical quality control results showed some accuracy and imprecision on both vitros xt7600 system, therefore, an issue related to vitros tsh lot: 7470 cannot be ruled out as a contributor of the event. However, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot: 7470. Precision testing was performed on one of the vitros xt7600 systems and was within ortho acceptable guidelines, indicating that an instrument related issue was not a likely contributor to the event. Additionally, there were no indications of an instrument malfunction as the customer is currently running an alternate lot of vitros tsh and has not reported any further recurrence of higher-than-expected results. No information about the customer protocol when preparing and handling the mas control fluids was provided and therefore, an issue related to the mas controls cannot be ruled out as a contributing factor of the event.